Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. A review of the manufacturing records for ths batch found that the device met its material, assembly and product specifications, at the time of release to distribution. This batch has no associated complaints to date.

Event description:
It was reported, that during a pci procedure involving a calcified, 99% stenotic and highly tortuous lesion located in the mid right coronary artery (rca), the maverick2 monorail balloon ruptured at 10 atms on the second inflation. The first inflation was to 6 atms. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.